Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. In the cba group, one patient had mild phlebitis, one patient had temporary scotoma, two patients had a groin hematoma, one patient had transient phrenic nerve palsy (pnp), three patients had pericardial effusion, two patients had a transient ischemic attack (tia), and one patient had a decrease in compound motor action potential (cmap). The baseline gender/age characteristics is female/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: high power short duration radiofrequency ablation or cryoballoon ablation for paroxysmal atrial fibrillation (hipaf trial). Circulation: europace. 2025; https://doi.org/10.1093/europace/euaf066. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this prospective, randomized, clinical trial aimed to evaluate the safety and efficacy of very high-power short-duration (vhpsd) radiofrequency ablation (rfa) with 70 w compared to the cryoballoon ablation (cba) for de novo pulmonary vein isolation (pvi) in patients with paroxysmal atrial fibrillation (paf). In the cba group, one patient had mild phlebitis, one patient had temporary scotoma, two patients had a groin hematoma, one patient had transient phrenic nerve palsy (pnp), three patients had pericardial effusion, two patients had a transient ischemic attack (tia), and one patient had a decrease in compound motor action potential (cmap). One patient had a reaction to the contrast medium. It is unknown if intervention was performed. The status of the device is unknown. No additional adverse patient effects were reported.